Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): over infusion: pump infused more than programmed. Pts health was not compromised.

Manufacturer narrative:
(B)(4). The device has been requested to be sent to bbm (B)(4) for eval. A follow up report will be provided when the examination results become available. (B)(4).